Event description:
It was reported that the patient began experiencing progressive weight gain, edema, bloating and nausea which has been resistant to escalating dosed of oral diuretics. The patient was admitted to the intensive care unit on (B)(6) 2022 for intravenous diuresis augmented by dobutamine support. They did not get better and required vasopressin and norepinephrine as well. The patient underwent a speed optimization study due to mild/moderate aortic insufficiency on (B)(6) 2022, increasing their speed from 5600 to 5800 rpm. The patient was given digoxin and required a transthoracic echocardiogram (tte) and synchronized cardioversion to sinus rhythm. They were transitioned to oral amiodarone; however, they converted to atrial fibrillation and were put on intravenous bolus and drip. Central venous pressure began to trend downward, volume status was improved, and continuous renal replacement therapy (crrt) was continued. The patient experienced acute hypoxic hypercarbic respiratory failure secondary to worsening heart failure requiring intubation and inotropic support. There was also a concern for polymicrobial aspiration pneumonia and significant volume overload. A tracheostomy was initially planned but the patient did now want one and they were changed to do not resuscitate on (B)(6) 2021. On (B)(6) 2022, the patient pursued comfort care. The patient was passing away due to right ventricular failure on (B)(6) 2022. No autopsy was performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The right heart failure and patient outcome were not considered device related and the device had reportedly operated as expected. The hm3 lvas, serial number (B)(6), was not explanted for evaluation. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including right heart failure, respiratory failure, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad may not be able to provide the intended flow. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right ventricular failure. No additional information was provided. No autopsy was performed. The device was not explanted, and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.